Manufacturer narrative:
Device evaluation: as received, the specimen consists of one 300-014 gw, short taper guidewire; returned coiled, loose and double-bagged in "zip-lock" style poly pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presents a ductile tensile overload fracture of the core wire with bending loads proximal of the distal coil region. The specimen also presents multiple bends of varying severity and frequency scattered over the length of the wire beginning at the proximal aspect of the fracture. The distal coil and approximately 3cm of the metallic core wire was not included with the returned specimen device. All remaining joints appear to be correct and intact. Except where noted, the specimen device appears visually and dimensionally correct. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. The complaint of damage is confirmed. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the tip of the wire fell off inside of the body, inside of the artery. The physician ended up getting a snare and snaring the tip of the wire out of the artery. There were no complications. The patient was fine. They were working in the sfa. The wire or the tip was in the femoral artery. The wire or the tip was broken off in the tibioperoneal trunk (tp trunk). The physician was able to snare / remove the wire out of the body.